Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the cx .it was reported the patient suffered myocardial infarction.

Manufacturer narrative:
Index procedure prompted by unstable angina. No medical intervention required. If information is provided in the future, a supplemental report will be issued.